Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet device was dropped from their belt, resulting in a broken screen that is no longer readable. A replacement device was sent. Blood glucose was not affected by this event.